Event description:
It was reported that a patient sample generated a falsely low alpha-fetoprotein (afp) result of 34.83 ng/ml. The test was repeated after dilution of the specimen yielding a result of 9,478 ng/ml. The patient was being monitored for metastasis. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.